Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received occlusion alarms. The customer's blood glucose (bg) levels were in the 248mg/dl range and a correction bolus via the pump was delivered to address the bg levels. Troubleshooting with tandem customer technical services determined the pump functioned as intended. The customer declined changing out the site.